Event description:
0.2 micron filters attached to the vygon microbore tubing noted to be leaking at the connection site of the filter to the microbore tubing despite having a secure connection.

Manufacturer narrative:
One (1) sample was returned for evaluation. A sample arrived on 11/07/2023 and was examined for any insight. The returned ams-467c was attached to another extension set, which contained a filter and a needleless connector. As the ams-467c does not contain a filter, this was determined not to be a vygon product. As the issue description states the leaking occurred between the filter and the microbore tubing bond, which is not part of the vygon extension set, this issue is not related to a vygon product. To ensure that the vygon set did not leak somewhere that was not described, we performed a functional test for the returned sample by attaching a 10ml syringe of sodium chloride to the proximal end with a cap on one end of the set and was pushed through the capped set to create pressure to reproduce the leak and help determine the actual location of the suspected leaks. No leaks were noted anywhere on the vygon extension set, or anywhere on the filter set. As the leak could not be reproduced the complaint will be marked as cannot confirm. In addition, (B)(4) pieces from lot 180822bg, were leak and tensile tested to determine and confirm the customer's claim. All (B)(4) sets were tested, and zero failures were discovered and none of these sets showed any signs of leaking at the female or male luer. The ams-467c is assembled, packaged, and sterilized in colombia. The lot number is not provided by the customer; therefore, the lot history review cannot be performed. Corrective action: based on the investigation, the reported leaking could not be recreated therefore this complaint cannot be confirmed. However several updates were made to ensure the inspection of goods at incoming in pa, and an investigation into the assembly of the ams-467c. Reference dver-0020. Additionally, vygon has decided to provide lot 160623bg as a replacement for any remaining pieces. Prior to sending it to the customer, functional testing was performed to ensure there were no failures. A c=0 aql 0.1 inspection of the lot was conducted, and zero failures were identified in the (B)(4) pieces tested for leaks and bond strength.

Event description:
0.2 micron filters attached to the vygon microbore tubing noted to be leaking at the connection site of the filter to the microbore tubing despite having a secure connection.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.